Event description:
Additional information was received indicating oversensed noise was later observed on the ra channel. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial lead displayed high out of range pacing impedance measurements. Upon interrogation, the nurse was unable to reproduce any out of range values. No adverse patient effects were reported.